Manufacturer narrative:
Initial.

Event description:
It was reported that a medicare rental return was requested following a hypoglycemic event, with the cause unclear and no device component or specific device problem identified. Symptoms included hypoglycemia. Outcomes included insufficient information regarding impact. Investigation included communication and interviews, along with analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and no medical device problem or component could be identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.